Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and when it was reinserted, it was found that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.